Event description:
There was an allegation of questionable results for multiple assays from the cobas c 503 analytical unit. The samples were repeated on the same cobas c 503 and then another cobas c 503 analyzer. Patient 1: the initial glucose hk gen.3 result was 19 mg/dl, and the repeat results were 89 mg/dl and 91 mg/dl. The initial calcium gen.2 result was 3.2 mg/dl, and the repeat result was 9.3 mg/dl. Patient 2: the initial calcium result was 5.6 mg/dl, and the repeat results were 9.9 mg/dl and 10 mg/dl. Patient 3: the initial calcium result was 3.0 mg/dl, and the repeat results were 8.6 mg/dl and 8.7 mg/dl. The questionable results were not reported outside of the laboratory. The repeat results were believed to be correct.

Manufacturer narrative:
The calcium reagent lot number was 850545. The glucose reagent lot number was 889120. The expiration dates were not provided. The field service engineer reported that the customer removed the sample probe, and a stylet was used to remove debris. Immediately following, all quality controls passed. The field service engineer installed a new sample probe and ran precision testing. The investigation determined that the issue was resolved by the service actions.